Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the surgeon experienced difficulty fully seating a polyethylene insert while following the surgical technique and requested a replacement; a second insert seated without issue. Attempts to obtain additional information have been made; however, no more is available at this time.